Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the healthcare professional was considering reprogramming implantable cardioverter defibrillator's tachy parameters for an unknown reason. Upon interrogation, a battery performance alert (bpa) was noted. Following the bpa advisory, the device was explanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of a bpa anomaly could not be confirmed. Longevity calculations were performed, and the battery depletion was normal. A review of session records showed the device recorded a bpa timestamp after a temporary drop in battery voltage on (B)(4) 2018. Product development engineers reviewed the data and noted evidence of telemetry usage was present the day prior to the voltage drop and could not confirm the bpa detection was true.